Event description:
New information received notes that no product was returned.

Event description:
It was reported that the patient present in clinic for unspecified right atrial lead revision. The lead was explanted and replaced on (B)(6) 2021. No information about patient status was reported.

Manufacturer narrative:
Additional information: h6 further information was requested but not received.

Event description:
New information received notes that the atrial lead was dislodged. The patient condition was stable.